Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lower gastrointestinal procedure, with a patient in the operating room and under anesthesia, an arm error alarm occurred while operating the arm cart assembly on the surgeon console. The error was "danger: arm error". It was a non-recoverable error. The arm was restarted to resolve the issue, which took around ten minutes. There was no reported patient injury.

Event description:
It was reported that during a lower gastrointestinal procedure, with a patient in the operating room and under anesthesia, an arm error alarm occurred while operating the arm cart assembly on the surgeon console. The error was "danger: arm error". It was a non-recoverable error. The arm was restarted to resolve the issue, which took around ten minutes. There was no reported patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and returned component. Review of the field service notes indicated that the logs were analyzed and multiple error codes were identified. The robotic arm joint 2 brooming script was performed. The robotic arm setup arm section, including the axis, was replaced. Further evaluation of the logs indicated four instances of a failure in position redundancy check on robotic arm joint 2 with three run time failures and one calibration failure. Multiple error codes were triggered. An error code was observed that occurs after calibration if the primary and the second position sensors for any degrees of freedom differ by the standard set. An error code associated with the motor state or the reported brake state does not agree with the controller modes. An error code for a failure due to a robotic arm encoder redundancy. An error code that occurs when the robotic arm brake experiences a state error. And an error code that occurs due to a robotic arm potentiometer two channel redundancy check. The full robotic arm setup arm (rasa) assembly was received for evaluation. The rasa successfully passed calibration during all cond ucted power cycles. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.